Event description:
Pt was having an MRI of his shoulder. Pt complained of a burning sensation on his right thumb and right thigh which were in contact with each other. When pt was removed from MRI machine, MRI tech observed a 1/2" blister on his right thumb and right thigh. Doctor was notified. Pt was treated for burn.